Event description:
A theatre manager reported that the system was not vacuuming correctly during surgery. The patient impact is unknown. The theatre manager also informed that the event happened various times before, but they put it down to user error. Additional information has been requested, but not received to date.

Manufacturer narrative:
A service visit has been performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).